Manufacturer narrative:
It was identified that a likely cause for this issue may be attributed to improper cleaning techniques as well as allowing bodily fluids to pool and sit on the mattress cover. There is a potential for the mattress to absorb the pooled liquid if not cleaned. This may lead to potential staining of the cover. User facility evaluated.

Event description:
It was reported via repair work order that the mattress cover was alleged to have blood stained on the cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the mattress cover was alleged to have blood stained on the cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.